Event description:
It was reported that the device could not be interrogated. The patient was last seen in 2008, and the battery voltage was 2.55v. A surface ECG showed no pacing. Technical services noted that the device may be fully depleted, and discussed other options to establish communication, which were unsuccessful. The device was explanted.

Manufacturer narrative:
No medwatch form was received.